Manufacturer narrative:
B3: unknown; no patient involvement. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. The reported problem, cassette not attached error, was not verified by functional testing. The cause could not be determined as no problem was found. Performed preventative maintenance. The device passed all functional tests after the repair.